Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned part determined that returned tasp exhibits signs of repeated use (nicked and gouged) and has fractured on the posterior portion of the medial condyle. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.